Event description:
The following problems were discovered in version 2.0 of the software. 1. If multiple reports using the same template are opened in edit mode at the same time, switching between those reports may result in data from one form being copied in error into the second form. Investigation has determined that this occurs in free-text (i.e. Comment) fields only. It does not occur in calculated fields or tree fields and it does not occur in comment fields contained within the trees. 2. Information selected from nodes located at the fourth level or deeper in a tree is occasionally dropped (i.e. Data disappears from the report) when a saved report is re-opened in edit mode. All the data originally selected on the first save does appear on the snapshot in view mode. 3. Data from the last field entered on a report will not be saved in the database unless the enter key or tab key is pressed before clicking the save button. The data in this field does appear on the snapshot in view mode. 4. When a snapshot is printed or displayed in view mode, data in the first field after a page break may be missing however, the data in these fields has been successfully stored in the database and will be present in edit mode.